Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a vitrectomy procedure, the laser probe tip was caught in the trocar cannula.

Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on august 28, 2017. There were 1116 paks associated with this lot. The laser probe was manufactured on august 16, 2017. There were 96 probes associated with this lot. Based on qa assessment, the product met specifications at the time of release. 25ga probe was received for evaluation. A visual assessment of the returned sample showed some adhesive on the tip near the cannula-nitinol junction. Refer to the attached picture. The laser probe was inserted into a 25ga trocar cannula, but resistance can be felt near the junction of the cannula and the nitinol tip, confirming the customer reported event. The valved cannula was not returned for an evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Trocar cannula are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe cannula tip. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).